Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported late as a result of a re-eval.

Event description:
Light handle cover fell off the light handle and into the pt's wound.